Event description:
Pt called to report adverse reactions to essure permanent birth control system. Pt said immediately after implantation, she had intense, severe pelvic pain. She said she's experienced repeated pelvic infections, repeated utis, weight gain of (B)(6) with severe bloating of her whole body. She said her stomach is hard and that she looks pregnant. She also said she experiences joint pain, hip pain, trouble walking, rashes, allergy problems, hair loss, a burning smell in her nose, repeated yeast infections, swelling in hands and feet, and a foul discharge all the time. Pt is extremely upset and unhappy with device and is looking to have it removed soon.